Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system has chronic high shock impedance measurements. It was reported that the patient would undergo system integrity testing. No adverse patient effects were reported. This product remains in-service.

Event description:
Additional information was received that this system did not exhibited high out of range impedances. The clinic miscommunicated the information. The patient was being started on amiodarone and the physician wanted to performed defibrillation threshold (dft) testing. There were no allegations against this system.